Event description:
It was reported to boston scientific corporation that an advantage fit blue system was implanted during a prolapse and continence procedure performed on an unknown date. According to the complainant, during the patient's first routine follow-up visit around six weeks after the procedure, a defective healing of the midline suburethral wound over the insertion point of the sling was noted. Reportedly, the patient was asymptomatic as she was not sexually active. The patient is currently under observation as there was no intervention done to treat healing defect. Additional information received on may 19, 2020: the patient's issues resolved spontaneously.

Manufacturer narrative:
Additional information - block b5 updated. Block b3: the event date was approximated to (B)(6) 2019, the date the complaint was first reported to bsc. The event reported was around six weeks after the prolapse and continence surgery, however, the procedure date is unknown. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiry date. Block h6: patient code of 1154 captures the reportable event of healing defect of the midline suburethral wound. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system was implanted during a prolapse and continence procedure performed on an unknown date. According to the complainant, during the patient's first routine follow-up visit around six weeks after the procedure, a defective healing of the midline suburethral wound over the insertion point of the sling was noted. Reportedly, the patient was asymptomatic as she was not sexually active. The patient is currently under observation as there was no intervention done to treat healing defect.

Manufacturer narrative:
Block b3: the event date was approximated to (B)(6) 2019, the date the complaint was first reported to bsc. The event reported was around six weeks after the prolapse and continence surgery, however, the procedure date is unknown. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiry date. Blocks f10 and h6: patient code of 1154 captures the reportable event of healing defect of the midline suburethral wound. Block h6: conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The event date was approximated to (B)(6) 2019, the date the complaint was first reported to bsc. The event reported was around six weeks after the prolapse and continence surgery, however, the procedure date is unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiry date. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system was implanted during a prolapse and continence procedure performed on an unknown date. According to the complainant, after the procedure, the patient experienced defective healing of the midline suburethral wound over the insertion point of the sling. It was noted around six weeks after the implantation procedure. Reportedly, the patient was asymptomatic as she was not sexually active.